Event description:
The customer on the esp call stated that while the iabp was on the pt, the iabp generated "leak in circuit", maintenance code #3 (balloon transducer offset failure) and "autofill failure" alarms. The alarms began with "leak in circuit" and the pumping stopped. The customer observed that there was no blood back and all the connections were good. Reboot of the pump had no change in maintenance code #3 alarm and it also generated "autofill failure" alarm. The standby had exceeded 30 minutes. The balloon was removed without any problems. (B)(4) was opened in regards to the iab used during this event.

Manufacturer narrative:
No problems were found for the balloon during the eval of the returned balloon. Since (B)(4) does not service their pumps and due to the time lapsed, no info on the resolution of the event or the serial number was available. (B)(4).